Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Upon deployment of the filter is was noted that the legs were not completely extended, likely because the legs were embedded in the thrombus within the ivc. Another filter was therefore deployed in the suprarenal position. An attempt was made to retrieval the infrarenal filter; however, this attempt was aborted as the attempt tended to move the suprarenal filter. It was noted that thrombus was demonstrated to be contained and trapped within the legs of the infrarenal filter. Therefore, the investigation can be confirm for failure of the filter limbs to expand upon deployment. The investigation is inconclusive for retrieval difficulties as its unknown if the infrarenal filter was actually difficult to remove or the procedure was stop due to complications with the suprarenal filter. Per the provided medical records, the filter was deployed around thrombus in the ivc. Per IFU, "if large thrombus is present at the initial delivery site, do not attempt to deliver the filter." Therefore, most likely the thrombus contributed to the failure of the filter limbs to fully expand. However, the definitive root cause could not be determined. Labeling review:the current IFU (instructions for use) states: warnings: - if large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter. A small thrombus could be bypassed by the guidewire and introducer sheath. - only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Potential complications: - failure of filter expansion/incomplete expansion removal of g2 filter: capture of g2 filter - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. - close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. - with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Allegedly the filter legs did not fully expand necessitating suprarenal placement of a second ivc filter to keep the first filter from migrating. The device was allegedly unable to be retrieved; however, there were no reported attempts to retrieve the filter. No patient injury was reported.